Event description:
It was reported the customer was hospitalized in (B)(6) 2014. Customer stated they may have gotten food poisoning. The customer stated they started to vomit along with experiencing high blood glucose. Customer's blood glucose was 400 mg/dl at the time of hospitalization. The customer was treated at the hospital with nausea medication. It was also found the customer had a bent cannula after removing their infusion set. Customer also reported differences between their sensor glucose and blood glucose readings. Customer stated their blood glucose would be 120 mg/dl and their sensor glucose would read 63 mg/dl. The threshold suspend feature would also be activated due to the inaccurate readings. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).